Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-calcified stenosed lesion in a bisecting artery. The device was inspected prior to use. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. A light resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that during placement of the stent at the level of stenosis the stent was inflated, and it was noticed that after a stent boost, the stent was not on the balloon. The stent was at the level of the left main coronary. The dislodged stent was implanted in the radial artery. The patient is alive and described as being fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: images confirm the present of the target lesion in the side branch that exhibited a high degree of stenosis. The main vessel was pre-dilated with multiple balloon inflations. No images were provided showing the pre-dilation of the side branch lesion. Images confirm the stent delivery to the target lesion but the stent appears to have moved distally on the delivery system during delivery. No images were provided showing the pressurisation of the balloon to facilitate stent deployment. Subsequent images how the presence of an expanded deformed stent in the lm. Then this stent appeared to be present just distal to the tip of the guide catheter. A balloon was delivered into the stent and the stent was pulled back through the guide catheter and into the radial artery. The balloon was expanded and the stent was deployed and secured in the radial artery. Subsequent images appear to show ballooning of the target lesion with improved vessel appearance with the stenosis reduced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was bifurcated. The device was inspected prior to use with no issues noted. The stent was blocked at the end of the launcher with a balloon and brought back to the level of the radial artery. But as the stent was expanded the stent could not come out through the sheath and therefore the stent was impacted at the level of the radial artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.